Manufacturer narrative:
See attached investigation report. Mw5158485 also attached.

Event description:
Patient stated the charger started smoking. He was charging the battery with charging dock and ac adapter plugged into bathroom gfi outlet and he heard the alarm going off. He went inside the bathroom and noticed smoke coming from around the battery pack, primarily. He ripped the cord from the wall outlet and threw the charger and charging dock outside. Patient disposed of the charger and charge dock. Patient stated battery pack was in the charging dock during the incident but was unsure if the battery pack suffered any smoke/fire damage. Patient also stated the battery and the device are fine other than the battery needing to be charged. He indicated that he was using a rs medical charge dock and ac adapter. He stated it seemed like an electrical short and the gfi did not pop. Date of the occurrence was (B)(6) 2024 and the incident aware date was 12-aug-2024